Event description:
The customer reported that the burette chamber of the clearlink buretrol solution set cracked when priming. The nurse was attempting to prime with the chemotherapy drug cytoxin by squeezing the burette chamber of the product, and it cracked lengthwise. There was about 60ml in the burette chamber when it cracked. The crack caused the chemo drug to spray onto the patient and the patient's parents. The condition of the patient and the patient's parents is unknown. The customer has been informed by the baxter sales representative (bsr), during an onsite visit on 07/29/2010, that per the label copy, the drip chamber should be squeezed to prime and not the burette chamber. Per the customer, squeezing the burette chamber to prime is common practice at their facility. The bsr reviewed the label copy with the customer and requested only the drip chamber be squeezed. No additional information is available.

Manufacturer narrative:
The reported condition of cracked burette chamber was not confirmed. 1 companion units was received for evaluation. Unit results satisfactory to functional test, to pressure test at 8psi, to clear passage at 8psi. Lot ur09h11175 was manufactured on 08/11/2009 with satisfactory results. (B)(4).